Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the guidewire became stuck in the left ventricle (lv) lead leading to separation failure. The lv lead was not used. The physician continued with another lv lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.